Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
D4. Lot number, expiration date, UDI, and h4. Manufacture date are unknown; no information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the IV was dislodged from site, the cannula was not intact, with most of the clear cannula missing, and a small bend was noticed in the remaining cannula attached to the IV hub. Left elbow x-ray ordered. There was a completely occlusive thrombus involving the cephalic vein at the level of antecubital fossa extending over a length of approximately 9.6 cm (including 2 to 3 cm proximal to the antecubital fossa). Linear echogenic area within the cephalic vein at this level could represent linear floating thrombus or fragment of cannula. Therapeutic anticoagulation and doac at discharge were performed, with a plan for a follow up with the doctor and a repeat u/s to be done.